Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-08075. It was reported the patient had an ineffective stimulation. Attempted reprogramming did not help to obtain an ideal coverage. X-ray imagery showed the leads may have migrated one vertebral level up and the physician addressed the issue by lead revision. Follow-up info identified the patient had the desired coverage and the therapy was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.